Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the powerpicc or the 3cg stylet caused or contributed to the reported event was inconclusive due to the sample condition. It was reported that the yellow (intravascular) line goes up and off the screen and never returns. One scanned image of the sherlock 3cg tcs graph was provided for investigation. The date of december 5, 2017 was on the document. The waveform was only visible on the external (or baseline) ECG line. No waveform was visible on the intravascular ECG line. The scanned document resembled the document provided for complaint record (B)(4). What caused the reported event was unknown and since the powerpicc and 3cg stylet were not returned, the root cause was inconclusive. A lot history review (lhr) of rebw0785 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they are having an issue with the ECG wandering upward and off the screen of the site rite 8. They stated that after switching the ultrasound to the sherlock and calibrating it, the yellow (internal) ECG goes up and off the screen, so they are unable to use it. They stated that they have changed the settings to try and fix it, but nothing has worked. They state the yellow line never comes back on the screen despite troubleshooting. This happened during placement of the device and a new dl PICC was placed. A chest x-ray was obtained due to the inability to visualize the internal lead. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0785 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they are having an issue with the ECG wandering upward and off the screen of the site rite 8. They stated that after switching the ultrasound to the sherlock and calibrating it, the yellow (internal) ECG goes up and off the screen, so they are unable to use it. They stated that they have changed the settings to try and fix it, but nothing has worked. They state the yellow line never comes back on the screen despite troubleshooting. This happened during placement of the device and a new dl PICC was placed. A chest x-ray was obtained due to the inability to visualize the internal lead. No reported patient injury.